Manufacturer narrative:
(B)(4). Method - (process evaluation): work order search. Results - (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion - (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4)

Event description:
The reporter stated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens, -14.0 diopter, due to the lens would not unfold properly. The backup lens was used. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found a piece of one haptic torn off and missing. Both haptics were folded and there was dried dark residue on the lens. Conclusion - (unable to confirm complaint); based on the complaint history, work order search and product evaluation, a specific root cause of the event could not be determined.

Manufacturer narrative:
(B)(4). Upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. Conclusion: based on the complaint history, work order search, medical review, product evaluation, and device history record review, a specific root cause of the event could not be determined. Claim # (B)(4).